Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a calibration error and a change sensor alert when they were sleeping. The customer's blood glucose level at the time of the incident was 470 mg/dl. The customer's mother declined troubleshooting for the high blood glucose. The customer would treat their high blood glucose with the insulin pump. The customer will be sent a replacement for their sensors.